Manufacturer narrative:
Visual evaluation of neck identified the following:the modular neck exhibited burnishing and the trunnion contained dark debris. No other damages were noted. Evaluation of the returned product does not change the final conclusions or previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(6). Concomitant products: trilogy acetabular system longevity crosslinked polyethylene liner p/n 00630505036 l/n 61379632; zimmer m/l taper hip prosthesis modular femoral stem p/n 00771301000 l/n 61346509; versys hip system femoral head p/n 00801803602 l/n 61357236; shell porous with cluster holes 54 mm o.d. P/n 00620005422 l/n 61316054; bone screw self-tapping 6.5 mm dia. 25 mm length p/n 00625006525 p/n 61412713. Customer has indicated that the product will not be returned to zimmer biomet for investigation, since the location of the product is unknown. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00529, 0002648920-2017-00530, 0001822565-2017-06285. This report is being submitted based on initial information and the information based on investigation. Reported event was unable to be confirmed due to limited information received from the customer. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 6 years post-implantation due to pain, pseudotumor, corrosion, dislocation, fluid collection, soft tissue with necrosis and chronic inflammation. Intraoperative findings stated failed left total hip arthroplasty with taper junction corrosion, a massive pseudotumor with completely absent gluteus medius and minimus attachments to the greater trochanter. There was also gross evidence of corrosion at the head neck junction with black corrosive debris and moderate corrosion at the neck body junction and necrotic friable debris. Attempts to obtain additional information have been made; however, no more is available.